Event description:
Adverse event(s): "prolonged anesthesia" (no code available). Product problem(s): "no vacuum" (aspiration issue). A scrub technician reported that during surgery, there was no vacuum. The system was switched out and the case was completed. There was a 10-minute delay. The pt had been blocked and anesthesia was prolonged.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The system was checked and met all product specifications. (B)(4).